Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with kerlix gauze. The customer complained they experienced threads upon removal of the dressing from the wound site. After removing the curasalt, the rn removed the threads with sterile tweezers.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.